Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, to address the issue surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and the pocket site was moved up higher to implant the new ipg.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.